Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure using a 6f sheath. Reportedly, when the prostyle device was being advanced on the guide wire some resistance was felt. The physician pulled back and readvance the device but also decided to take a look using fluoroscopy. It was noticed that the j-wire guide wire was coming out the side of the distal black sheath of the prostyle device about an inch from the distal tip. The guide wire was pulled back, repositioned and advanced again. The guide wire came out the correct hole of the end of the distal sheath this time. The prostyle was then deployed and the suture was used successfully to achieve hemostasis. The j-wire guide wire was inspected after use and there were not issues noted with the guide wire. A small puncture hole was noted on the prostyle distal black sheath where the guide wire had initially came out of. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The device damage by other device was confirmed. The difficult to advance could not be confirmed as it is procedure related and cannot be replicate in a lab environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The cause of the reported difficulties appear to be related to procedure circumstance. In this case, it is likely that when the device was loaded onto the guidewire the stiffer end of the wire caught the inside of the sheath and poked through the wall of the sheath. A bend in the sheath or a small indentation on the ID of the sheath may have caused the guide wire to get caught at that location during advancement inducing the damage. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.